Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm and an unexpected restart. Blood glucose level at the time of the incident was 400 mg/dl, which was treated with the insulin pump and manual injection. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during prime test and motor error alarm during basic occlusion test due to loose/protruded drive support disk. Motor passed motor test. Device passed self-test and unexpected restart error alarm test. No unexpected restart alarm. No prime alarm. Device had minor scratched lcd window, cracked case near display window corners, broken battery tube threads, cracked reservoir tube lip, reservoir tube cracked, cracked reservoir tube window and cracked lcd window.